Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not holding/securing 0.6mm k-wire, the coupling pin was loose, the device span around, emitted an unusual grinding noise, some internal parts were corroded, the bearings were damaged and the clamps were worn. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper cleaning which is misuse, abuse and or/use error and component wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was discovered that the quick coupling device was not gripping, grabbing and engaging pins properly. It was unknown if there was a delay to the surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.